Event description:
Sales rep reported on (B)(6) 2025 that a dvtx-8 np broke during surgery. The surgeon stated that during the final tightening of the distal 2.4 mm locking pegs, the tip of the screwdriver broke off in the head of the screw. The tip of the driver had cold welded into the screw and the surgeon could not remove it so it remains implanted. Additional information was provided on 08jul2025 that this caused a 2-minute delay in surgery and the surgeon does not believe leaving the broken piece in the screw head will cause the patient additional harm.